Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber body was broken into two pieces and microscopic inspection found that the fiber connector had burn marks. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied, in this case the customer noted that the fiber was burned it is likely that that interaction with the console led to the break. Based on analysis and the information available, the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during procedure for testing period the fiber was connected to the console, it emitted a loud sound, and the fiber got burnt. This product was not used during procedure. Another fiber of the same device was used to complete the treatment and there were no patient complications. After that, the fiber was returned for analysis and the investigation determined that the fiber body was broken into two pieces.